Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent struts were noticed to be bent before use. The device was not used in the pt and another xience stent was used. No additional event or pt info is available. This is being reported based on the returned product evaluation that revealed that the stent dislodged.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was contrast visible in the inflation lumen. The stent implant was stationary on the balloon. The stent implant was pushed distally. There were crimp marks on the balloon and between the markers. The distal end of the stent implant was 7 mm distal to the distal marker. The first two rows of the distal end of the stent implant were stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a bend in the hypotube 41 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The proximal measurements met manufacturing criteria. The middle measurements were oversized and did not meet manufacturing criteria. The distal measurements could not be taken due to the damaged struts. Product performance engineering reviewed the incident info and analysis of the returned device. Stent retention can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and / or accessory devices. There were crimp marks visible on the balloon between the edges of the markers, indicating that the stent had been properly positioned at the time of manufacture. Analysis also found the first two rows of the distal end of the stent implant were stretched, confirming the reported stent damage. Stent damage prior to use can occur as a result of multiple things, including but not limited to, the manufacturing process, handling during removal from the packaging at the account, protective sheath removal, handling during visual inspection and/ or preparation and accessory device interaction. The help ensure this damage is not the result of the manufacturing process, all stents are inspected at many points during the manufacturing process, including the point where the protective sheath is installed. Measurements of the outer diameters of the stent implant found the proximal end met manufacturing specifications; however, the middle measurements were oversized and did not meet manufacturing specifications. The distal measurements could not be taken due to the stent damage. The oversized middle stent diameter likely occurred as a result of the stent dislodgement over the balloon. Movement over the balloon shoulders can cause slight stent expansion. In addition, stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. In this case, it is possible handling from either unpacking and/ or preparation of the device may have contributed to the reported stent damage and dislodgement noted during analysis. It is also possible the stent dislodgement occurred during packing/ shipping back to abbott for evaluation; however, it cannot be determined when the stent became dislodged as it was not reported. There was a bend in the hypotube distal to the strain relief tubing found during analysis of the returned device, which likely occurred as a result of handling of the device during preparation or packing/ shipping back to abbott for evaluation, as this damage was not reported as being noted during the inspection prior to use; however, the bend does not appear to have contributed to the stent damage or dislodgement. A review of the lot history records did not find any non-confirming material records issued for this lot. This MDR is considered closed by the product performance group.